Event description:
It was reported that an infection occurred and the device was explanted. The device was not replaced. No further patient complications have been reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.